Manufacturer narrative:
H3: analysis of the device found visually, there was orange-brownish colored contamination on the cuff balloon and trace pads on the distal end of the device. Additionally, there was surgical tape wrapped near the clamp shell. Under magnification, there were no cracks in the ink traces or pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 99.3 ohms (blue), 150.3 ohms (blue with white stripe), 48.1 ohms (red), and between 200 and 300 ohms (red with white stripe) which the red with white stripe electrode was out of specification. Conversely, a stylet was used to manipulate the shape of the device and the blue with white stripe electrode continuity went out of specification and the red with white stripe electrode was in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in saline. During the electrode check, initially both channels passed, but after manipulating with a stylet, channel was failing. During functional testing, initially both channels (vocalis) were normal, but after stylet manipulation near the clamp shell, vocalis 1 had excessive feedback (noisy). A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the tube lost connectivity with nim and replaced with another tube, it worked fine. Procedure got extended by 10 minutes. There was no patient injury.